Event description:
It was reported to philips that the device cannot be turned on. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by customer only. Customer disassembled and checked the device, after cleaning the power module interface, device was back to functionality. Based on the information available and the testing conducted, the cause of the reported problem was the dirty power module. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.